Event description:
The manufacturer received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged particles in the device, sinus problem, nose problem, eye problem, skin was coming of nose, visited a doctor for eye problem.there was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inpsection of the device was completed by the manufacturer and found no evidence of contamination. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of contamination on the reservoir seal, contamination under the dry box, contamination in the blower box. The manufacturer found evidence of sound abatement foam degradation. A humidifier was also returned to the manufacturer along with device. An internal visual inspection of the humidifier was completed by the manufacturer and found a contamination on the bottom of the humidifier on either side of the heating plate, contamination on the heating plate cover on the bottom of the humidifier. The device's downloaded event log was reviewed by the manufacturer and found e-101 and e-130 on the error log. The manufacturer concludes the contaminates found were consistent with contamination on the reservoir seal, contamination under the dry box, contamination in the blower box, contamination on the bottom of the humidifier on either side of the heating plate, contamination on the heating plate cover on the bottom of the humidifier.. The manufacturer confirmed there was evidence of sound abatement foam degradation. Section d9,d10,g3,h6 has been updated/corrected.